Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. It was reported that the patient presented remotely with 12 episodes of non-sustained right ventricular oversensing (nsrvo) on the electrogram. The physician suspected possible right ventricular lead malfunction. The patient is reported to be asymptomatic. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).